Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer was sent a replacement and a was requested to return the original pump for evaluation. We have not received the pump back for further investigation.

Event description:
Customer reported on (B)(6) 2024 from UK that the elvie pump has caused her internal nipple injury and causing her bab

Event description:
Customer reported on 20 jan 2024 from the us that the elvie pump has caused clogged ducts and mastitis. She was prescribed antibiotics. This is a follow up report as the first report was submitted in error.

Manufacturer narrative:
Chiaro has conducted a literature review (B)(6) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer wants to continue using the pump and troubleshoot the product and replace any parts if required.